Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level ranged from 300 to 400 mg/dl. Customer was unable to clear the alarm. Reportedly, the customer reverted to using manual injections for insulin therapy.